Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. Although the doctor had identified two (2) demi lights associated with the red welts, she could not verify which serial number was used on the patient. The serial numbers of the lights involved in the alleged incident includes serial numbers (B)(4). The patient had experienced a red welt on the outside of her mouth after light curing a bracket. The doctor provided neosporin and mederma to the patient for treatment. The doctor reported that the patient was doing fine at this time. The patient has some very slight hyperpigmentation at the site of the injury; however, the doctor reported that she has no concerns regarding this and expects a full recovery. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that three (3) patients had experienced a red welt on the side of their lip after the doctor had light cured restorations using the demi curing light. This is the second of three (3) reports.